Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A post-lasik patient underwent implantation of light adjustable lenses combined with limbal relaxing incisions (lri) on (B)(6) 2022. After completing all light treatments on 09/27/2022 for a myopic target, the patient reported difficulty with vision which was attributed to astigmatism in the right eye. The patient received a laser vision enhancement on the right eye on (B)(6)v 2023 for astigmatism. The patient's light adjustable lens (lal, (B)(6), +20.5d) was explanted from the right eye and an lal+ ((B)(6), +20.5d) implanted as a replacement. Rxsight's first awareness of this event was on 01/11/2024.